Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles; needle hub has a hole and leakes. The following information was provided by the initial reporter: during injection for a sentinel lymph node examination, one of the orange canulas was pierced at its catheter adapter, the product therefore came out of the hole and not the canula, causing the radioactive product to spread over the patient's breast instead of being injected subcutaneously.

Manufacturer narrative:
A device history record review was completed for provided material number 300400 and lot number 241006. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, a needle with some drop in the hub surface was observed. We can conclude that the needle leaks from the hub surface based on the picture. Based on the picture sample findings, this issue could potentially be related to a molding defect during the manufacturing process. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. This is the first report received for this type of defect on material 300400 and lot 241006. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Additional information: event date clarified. E/f codes updated.

Event description:
Thu (B)(6) 2025 4:28 am. Has the patient or user been harmed? Yes minimal, radioactive product spread on the patient's skin instead of being administered subcutaneously - skin contamination - decontamination and ok. Could you specify the date of the event? 16/06/2025. As you mentioned in your report, you have encountered this shortcoming again. Could you confirm the total number of incidents identified with the same defect and when they occurred? Problem encountered only once.